Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31701665l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with qdot micro catheter and a varipulse catheter and the patient experienced transient ischemic attack (tia) with 5 minutes of vision loss in one eye. It was reported the varipulse was used to deliver 18 pulses to isolate the veins and posterior wall. A qdot was used to deliver 18 burns for mitral and cavotricuspid ishmus (cti) line (9 radiofrequency applications each). The patient was hospitalized on (B)(6) 2025 following episode on (B)(6) 2025, and the patient experienced transient vision loss in their left eye lasting for 5 minutes followed by partial recovery and complete normalization within half an hour. The patient had no other stroke-like symptoms. The patient had an extensive cardiac and neurological workup during their hospital admission including MRI, cts, echo, and lab tests. Currently unknown if there are any significant findings. No further tia symptoms have been reported after the initial event. The devices used were soundstar catheter, octaray catheter, decanav catheter, varipulse catheter, carto 3 system, trupulse/ngen generator, and a qdot micro catheter were in the body during the procedure.